Event description:
Customer's spouse reported his wife received incorrect meter readings on both her precision xtra meters. He reported she received an adc meter reading of "lo" (less than 20mg/dl) which was lower as compared to a reading of 137 mg/dl on the additional adc meter. Both readings were obtained within a ten-min timeframe. However, this method of comparison is invalid. As a result of the readings, the customer experienced " diabetic" symptoms and lost consciousness. She was treated with a "shot of glucose" and juice and woke up soon after. Her spouse denied paramedics/emergency responders were called and she was not treated at a health care facility. No diagnosis was reported.

Manufacturer narrative:
The product has been requested for investigation, and a final report will be submitted when the investigation is complete.